Event description:
Event: post implant intervention. Case details: it was reported to guidant that during a pt's annual follow up visit, a type I endoleak was noted at the attachment system. An angiogram and CT taken showed that the stent has eroded through the graft. The physician is planning to treat the leak with a wallgraft.